Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/02/2011, 05/03/2011, and 05/16/2011 by phone, fax, and mail. Add'l info received in a follow up phone call on 05/02/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that an intraocular lens was exchanged due to his vision being worse than before the implant procedure. The consumer reported he has had numerous surgical procedures on his eyes since the exchange and his vision is worse. In a follow up phone call with the surgeon's office, the office manager reported the iol was exchanged for a different MFR's lens due to the pt being unhappy with his vision. The office manager was unaware of any subsequent surgical procedures. Add'l info has been requested.